Manufacturer narrative:
(B)(4). Date sent: 11/17/2020. D4: batch # u5cj83. H1: MDR decision: malfunction. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable serious injury and is being considered a malfunction. Additional information received from risk manager at account who indicated she spoke with the surgeon who confirmed there was no patient who was converted from a partial gastrectomy to a complete gastrectomy. She is unaware of a situation where one of our devices was used and a patient consequence was reported. It is her understanding from the surgeon and the or staff that the product code and lot number of the cartridge utilized is gst60g and the lot number is p4ta3z. Expiration date listed is 2020-10-31. The risk manager was unable to confirm where the product was purchased. Investigation summary: the analysis found that one psee60a device was received with no apparent damage and with one gst60g cartridge reload loaded on the device. The reload was received fully fired. After a side by side comparison with a j&j reload it was determined that the returned reload is an authentic ethicon product. Batch records for the cartridge were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were completed, however the staples were noted malformed at the distal end. Further analysis showed that the anvil was lifting during the firing sequence causing the malformed staples. The malformed staples was related to manufacturing process. A lot trace of lot u93p22 showed that this lot was authorized to be sold to the account that reported the issue. Therefore, this is not a confirmed diversion. A lot trace of lot cartridge p4ta3z showed that this lot was not authorized to be sold to the account that reported the issue. Therefore this is a confirmed diversion. The device was found to have both knife wings sheared off with no damage observed to the anvil or channel. The sheared knife wings result in a loss in tissue compression resulting in the malformed staples that were observed on analysis. The cause of the damage could not be determined.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: please explain what is meant by ¿misfiring¿. What was the location on the stomach for the alleged misfiring? How was the misfiring addressed intraoperatively? Why was there a need to resect the entire stomach? Where was the device purchased? Was the patient¿s post-operative care altered? What is the current patient status? Sales rep called to report that the surgeon said device threw first 2 staples then didn't throw anymore. It transected beyond the staple line. Location was close to pylorus. They opened a new stapler and oversewed but removed entire stomach. Attached jejunum to esophagus. Device purchased through ethicon and reload through a third party vendor. Post op patient is in good health.

Event description:
It was reported that during a robotic partial gastrectomy that had to be converted to a total gastrectomy due to the stapler misfiring. Case is closing now. Patient now has no stomach. It is believed that stapler reload was purchased on black market.